Manufacturer narrative:
(B)(4). Product usage of this device at the time of the alleged event is unknown. One sample was received for evaluation. A visual inspection showed damage on the threads of the adaptor which is a contributor of the failure mode as reported by the customer. A device history record (DHR) review was conducted and showed no functional issues related to the molded component, involved in this complaint, during the manufacturing of the material. Customer complaint was confirmed. A CAPA file # (B)(4) was opened to perform a further investigate this issue (this CAPA is owned by (B)(4)). According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Change order form for the design updated approved and dhf has been updated. All production from may 2016 forward is with the updated (B)(4) snap adaptor component. CAPA (B)(4) is currently under effectiveness verification.

Event description:
The customer alleges that the screw cap attached to the aquapak does not screw on tightly to the wall oxygen unit, and is leaking.